Manufacturer narrative:
The field service engineer (fse) replaced the pump module and mixing module and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the pump and mixing modules. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately two milliliters of fluid leaked inside the instrument and clear fluid on the counter, from the probe, involving the coulter lh 500 hematology analyzer. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control and risk management plans in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.